Manufacturer narrative:
The customer reported that the x2 monitors are falling off the measurement extension servers. The damage to these measurement extension cases is consistent with use outside normal and expected. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed. (B)(4).

Event description:
The customer reported that the x2 monitors are falling off the measurement extension servers.